Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula found no damages or defects and found it to be fully attached.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pod failed to adhere. Upon removal of the pod the cannula was found to have detached from the pod and was inserted at the pod infusion site (leg).